Manufacturer narrative:
(B)(4).

Event description:
Information was reported by a healthcare professional (hcp) via a company represented regarding a patient receiving baclofen (500mcg/ml at 100mcg/day) from an implanted pump. It was noted that the patient had been programmed to a rate of 198.79mcg/day and had been reduced to 100mcg/day. The type of baclofen, lot number, and concomitant medications were unable to be obtained. The indication for use is intractable spasticity and spinal cord injury/spinal cord disease. A catheter study was completed the catheter tip was not intrathecal. On (B)(6) 2015 the catheter was replaced and the patient left the operating room in "satisfactory condition" and was alive with no injury. No patient symptoms were reported. Further follow up was done to determine if the patient had symptoms, the cause of the event, and when the event occurred.